Event description:
It was reported that the right ventricular (rv) lead connected to this pacemaker, had a high out of range pace impedance, greater than 2000 ohms. This was found, in a daily measurement shortly after the pacemaker was implanted. The physician decided to replace and abandon the lead surgically. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The evaluation conclusion code was updated.

Event description:
It was reported that the right ventricular (rv) lead connected to this pacemaker, had a high out of range pace impedance, greater than 2000 ohms. This was found, in a daily measurement shortly after the pacemaker was implanted. The physician decided to replace and abandon the lead surgically. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.